Manufacturer narrative:
A ge service representative performed an onsite investigation. The foot switch was evaluated and replaced. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided. A supplemental report will be filed at the conclusion of the investigation.

Event description:
The customer reported that x-rays stay on after releasing the x-ray switch. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A root cause investigation was conducted related to this complaint. The investigation concluded that the footswitch did fail in a manner that resulted in the pedal remaining in the ¿on¿ position after release by the user. The cause for this failure is normal wear and tear, as the footswitch was eleven years old at the time of failure, which is beyond the expected life of seven years for the 6800 system and its components.